Manufacturer narrative:
On-site investigation was performed by our field service engineer. During the visit the issue was not reproduced. There was no technical malfunction of the ventilator. The device passed all performance tests and was returned to clinical use. No technical malfunction of the ventilator was found. Peep (positive end expiratory pressure) is maintained in the alveoli and may prevent the collapse of the airways. Peep pressure in the patient system is regulated by the expiratory valve coil, which controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Device's logs were not provided for further analysis. The cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue with high heart rate and positive end expiratory pressure (peep) values. There was no patient harm. Manufacturer's ref. #: (B)(4).